Event description:
Customer reported the foot switch is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and discovered the customer had a switch in the wrong position. System operates as intended.